Event description:
It was reported that a xive implant caused partial paraesthesia. As a result, the implant was removed two weeks after placement. The patient had not regained feeling as of the last communication with the doctor, who indicated that the symptoms could take 4-6 months to recover.

Manufacturer narrative:
There is no indication that the implant involved malfunctioned. However, this event meets the criteria for reportability per 21 cfr part 803 due to the fact that intervention was required and because of the possibility that permanent impairment of body function resulted. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.